Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned retrieval loop device was analyzed. Product analysis found the retrieval loop shaft had been cut. It was noted that the loop shaft had been cut proximal to the loop. The reported event was not confirmed. Based on the condition of the returned device, engineers determined that the problem observed is possibly due to some cutting force on the retrieval loop device. No analysis could be conducted on the peg tube, as it was not returned. Based on a review of all available information, the cause of the reported event could not be determined. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an endovive standard peg pull method tube was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. During preparation, the peg tube broke off at the insertion area. The procedure was completed with a new endovive standard peg pull method. There were no reported patient complications as a result of this event.